Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient received revision procedure six years post implantation due to pain and implant fracture. The head and liner were revised. Additional information received in revision operative report noted some wear of an erosion of the trunnion likely from some metal impingement. There was significant erosions of the liner. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A head was returned and evaluated against the complaint. The head has shattered into 6 pieces. Black foreign material was observed on the outer radius, taper, and fractured surfaces of the head. The head was sent to sem for fracture and material analysis of head and black foreign material. The analysis identified the ceramic head to be fractured due to overload. The fractured surface showed dark contamination which analyzed by eds showed its composition was consistent with titanium alloy and ti-6al-4v. The contamination could most likely be a post-fracture transfer from stem taper, which was in contact with the ceramic head. The fracture fragment showed severe titanium alloy transfer indication loading imbalance on one side of the head/ stem. Eds semi-quantitative elemental analysis of the ceramic head showed that it was consistent with ceramic - biolox delta composition. The dark contamination areas showed the presence of ti-6al-4v alloy composition. The head was sent to ceramtec for further analysis. The analysis identified: the density and the grain size of the ball head were analyzed and found to be complying with the delivery specification for biolox® delta components. The microstructure as obtained from the quality documents fulfills the requirements as specified at the time of production, too. These findings show no indications of any pre-existing material defect. Secondary metal transfer patterns can be found on the fragments of the ball head as a result of contact with metal parts after the primary fracture event. On one fragment the expected primary metal transfer cannot be found equally distributed on the bore of the ball head. This might indicate that the interface had been disturbed during the assembly of the ball head and the metal sleeve as it can be caused by contaminations like blood or tissue, respectively. Such contaminations can lead to a decrease of the burst strength of the ball head. Due to secondary metal transfer and/ or surface deterioration, the other fragments cannot be evaluated. Parts of the primary fracture surface of the ball head can be identified. Due to secondary damages, the fracture origin cannot be determined. Due to secondary damages, secondary metal transfer and the surface deterioration, it cannot be drawn any conclusion regarding a possible cause for the fracture of the ball head. Reported event was confirmed by review of medical records and radiographs. Medical office notes identified patient with pain with flexion, internal and external rotation of the hip. The x-ray imaging identifies the liner was broken and is inferior to the head. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant product(s): a 11-106054, r/b rloc lhole shl 54mm sz 24, 186720. Ep-105994, epoly 36mm rlc lnr mrom sz24, 515800. A 650-1064, cer option type 1 tpr sleve -6, 992460. A 51-104110, tprlc 133 t1 pps ho 11x142mm, 2469036.

Event description:
It was reported patient received revision procedure six years post implantation due to pain and implant fracture. The head and liner were revised. Attempts to obtain additional information have been made; however, no more is available.